Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe urine leakage, urine incontinence, frequency/urgency to urinate, infections, abnormal bowel movements, rectal pain, and pressure along with reoccurrence of prolapse. No further information has been provided.